Event description:
I ordered prescription glasses from (B)(6) in (B)(6). After picking them up, I noticed scratches on lenses within days. On (B)(6) 2021, I called and left message with (B)(6) to let them know immediately and that I was out of the state on business for a few weeks. I called them (B)(6) 2021 again after no one called me back. The person who answered said that they do not do refunds at all on the glasses, which surprised me. My son picked up his glasses after the new year and found the temple part of the frame was damaged. When they were taken to the store, the sales person admitted to damaging them before they were given to us. He initially said that he thought we were just replacing the frames. Regardless, they again provided us damaged glasses for a second time. I filed a formal complaint regards to quality of prescription lenses and glasses. No one has contacted us back or followed FDA complaint handling process. I sent an email to the sales manager's boss at their corporate office in (B)(6) and he provided us a phone number to their hr department. We used our annual eye exam vision insurance and paid over (B)(6) for both defected prescription glasses that we both need. They have not contacted us back, refuse to refund us, and now is holding our son's glasses that he needs. FDA safety report ID# (B)(4).